Event description:
Received e-mail from spanish affiliate. Affiliate reported patient inserted an acuvue 2 lens. On two days of wear patient had discomfort and went to the hospital where pt was diagnosed with a cornea ulcer and infection by pseudomona. Pt was using "complete" to clean and maintain the contact lenses during the night as this solution is normally used by other family members. Patient was treated with colirio tobrex, and oculotect. No additional information is available at this time.